Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive, drive card, and cmos battery were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system had a hard drive error message displayed. No pt injury was reported.